Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08670 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 1 trace (vdd) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had hardware low level failure alarm. The customer's blood glucose level was unknown. The customer stated that self test was performed and it was passed. The customer stated that the self test was performed twice and both the self test was passed. The customer stated that they believes that the pump was under delivering want. The device will not be returned for the analysis.